Event description:
Customer reported, the insulin pump alarmed button error. Customer's blood glucose was 240 mg/dl. Customer was attempting to bolus when alarm occurred. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.